Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01351. The pt received her scs system, including an ipg and surgical lead, on (B)(6) 2008. It was reported that the pt lost stimulation, and the pt's ipg was unable to communicate with the programmer. A replacement programmer was unsuccessful at resolving the issue. The pain physician decided to explant and replace the pt's ipg. During the procedure, the physician noted that the lead was fractured and tangled in a knot. The lead was allegedly cut at the tail for removal, and the paddle portion was left implanted. Follow up on the pt found that the pt's existing portion of the lead was explanted and replaced on (B)(6) 2011 by a surgeon. The explanted paddle portion of the lead was discarded by the facility. No further pt complications were reported.